Manufacturer narrative:
The customer's allegation is still under investigation by merge healthcare. For this reason, conclusions code: (conclusion not yet available-evaluation in progress) was used. When the results for both of the faulty units are available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo computer would not boot up prior to bring in a patient for a procedure. Subsequently, there were 2 patients that were rescheduled for procedures as the customer had only one hematology/cardiology laboratory. With merge hemo not functioning as expected, there is a potential for a delay in treatment that could result in harm to a patient. At this time there is no indication that the patients rescheduled for procedures had any negative consequences or impact as a result of the delay. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report. During troubleshooting efforts between the customer and merge technical support, it was reported that the customer performed the recommended troubleshooting steps provided by dell. After completion, the unit still would not boot up or display. Merge technical support shipped a replacement hemo pc fru to the customer on 24apr2017 (RMA #12172). The faulty unit was returned to merge healthcare on 28apr2017 for evaluation. The results showed that the unit was in a locked state and error indicator lights 1, 2, and 3 were lit in an amber color while led 4 was off completely. A defective video card was found and subsequently replaced as well as an outdated cyber serial card was replaced with a lava brand card. The unit was then reloaded with software and ran for five (5) days without issue. A previously conducted internal investigation (hemo-6542) found that older serial cards have caused connection issues in the past at some customer sites. In order to proactively eliminate this issue, any hemo monitor that is returned with an outdated serial card will be replaced with lava brand cards. The potential impact to a patient was reviewed and the probability of harm was determined to be remote and the severity of harm was assessed as 5d low. A clinician would not begin a procedure without the necessary tools and equipment. If patient vitals could not be easily viewed by the clinicians, the patient may be moved to an alternative location or the procedure rescheduled as a last resort, as occurred in this event. A review of the customer's hemo case management confirmed that there have been no further reports of this issue. No further actions are anticipated at this time due to the issue being readily apparent to the user, the non-serious impact to a patient, and the indication that replacement hardware corrected the customer's reported issue. Revised information contained in this supplemental report includes the following: g1-2 - updated contact office - name/email/telephone number. G4 - date new information received by manufacturer (RMA updated) 11/13/2017. G7 - indication that this is follow-up report 001 . H1 - indication that reportable event due to malfunction. H2 - indication of additional information and device evaluation . H4 - device manufacture date. H6 - evaluation codes: methods code: 10 - actual device evaluated. Results code #1: 3213 - interoperability problem identified. Results code #2: 628 - communications problem identified. Conclusions code: 4307 - cause traced to component failure. H10 - indication of additional manufacturer information is contained in this follow-up report.